Event description:
It was reported that following a percutaneous coronary intervention a 6f angio-seal evolution was selected for use. During deployment, the collagen plug came out of the tissue tract and the deployer attempted to stretch the skin at the arteriotomy to allow the collagen to re-seat itself. This did not work so manual compression was applied to the site. The physician was unsure of complete artery seal so he sent the pt for a surgical cutdown to remove the angio-seal and close the arteriotomy. A small incision was made at the access site, the angio-seal components were removed, and the cutdown was closed with the pt in stable condition.

Manufacturer narrative:
Product return is anticipated and a follow up medwatch report will be submitted at the completion of our investigation.